Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Additional information indicated that lead dislodgment was confirmed through fluoroscopy. This lead exhibited high pacing thresholds which lead to repositioning. This lead remains in service. No additional adverse patient effects were reported.